Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 10 patient samples tested for elecsys estradiol iii assay, elecsys fsh assay, and elecsys lh assay on a cobas 6000 e 601 module. Of the data provided, 4 patient results for estradiol were a reportable malfunction. The customer performed testing on two different cobas e601s, referred from now on as line 1 and line 2. Patient 1 estradiol result from line 2 was 151.5 pmol/l with an estradiol result of 47.72 pmol/l from line 1. Patient 2 estradiol result from line 2 was 122.3 pmol/l with an estradiol result of 18.35 pmol/l from line 1. Patient 2 is a (B)(6) year old female with a date of birth that was not provided. Patient 3 estradiol result from line 2 was 160.1 pmol/l with an estradiol result of 73.43 pmol/l from line 1. Patient 3 is a (B)(6) year old female with a date of birth that was not provided. Patient 4 estradiol result from line 2 was 173.8 pmol/l with an estradiol result of 98.84 pmol/l from line 1. Patient 4 is a (B)(6) year old female with a date of birth that was not provided. The customer stated that the issue appears to affect only line 2. At the end of december line 2 had a measuring cell exchanged and since then the non roche qc they run has shown a shift in results. Roche qc results had been acceptable. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot was 252578 with an expiration date that was not provided. The field engineering specialist noted erratic qc results on measuring cell (mc) 2 following the mc replacement 2 weeks prior to the event. He checked the hardware and found no issues. He performed a high voltage adjustment, a blank cell calibration, and performance testing on mc 2 all of which were successful. He ran calibration and qc. The customer has not had any further issues following the service visit.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.